Event description:
During a cataract extraction procedure, this unit displayed no aspiration. The procedure was delayed by one day. The patient did not suffer any adverse effects as a result of this delay.